Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged power source alert issue was verified, but the malfunction issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.